Manufacturer narrative:
The battery charger passed the functional testing. No led anomaly was noted.

Event description:
It was reported that the customer had a blood glucose level of 440 mg/dl. She had received a no delivery alarm from her insulin pump. The customer was advised to change her insulin, reservoir, and infusion set. The customer had received multiple sensor errors. Standard troubleshooting was performed. The customer did not believe the transmitter's charger was working. The product has been returned. Nothing further was reported.